Event description:
While attempting to defibrillate a pt who had coded (age & gender unk) the device failed to discharge and inappropriately shut down. Complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.